Manufacturer narrative:
Received one device. Visual inspection found no damage, customer complaint of, downstream occlusion sensor (dso) seal bubbled, confirmed. Further investigation, upstream occlusion sensor (uso) defective. And replaced. Performed sensor calibration. Validated repair through sensor test. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso seal bubbled and torn. The event occurred during testing.